Event description:
A pt had a gastrectomy and partial colectomy in 2005. A surgical site infection developed ten days later with a gi fistula. Supportive nutritional care, wound care and antibiotics were provided. The pt recovered and was discharged.